Event description:
The device was used during a gastrectomy. Reportedly, the safety sheild did not advance and bleeding occurred. The surgeon converted to a laparotomy to correct the condition. The hosp has reported the pt's condition is satisfactory.